Event description:
The rptr stated that the plug was missing from the stopcock when the pt was turned. The stopcock was being used as part of an arterial line setup. Normal saline with heparin was running through the stopcock. The stopcock had been on the pt for 2 days. "No apparent injury, but there is a significant potential for severe harm."